Manufacturer narrative:
Exact date unknown, event occurred over a year ago.

Event description:
It was reported that the patient was not able to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.